Event description:
Healthcare professional reported left side replacement due to rupture of prosthesis. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side replacement due to rupture of prosthesis. Device has been explanted and replaced.

Manufacturer narrative:
Health effect impact code : f2203 imaging required.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as a surgical impact opening. (Shell thickness within spec). Additional observations: stress marks and crease fold observed on the device. Red particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side replacement due to rupture of prosthesis. Device has been explanted and replaced.